Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced significant discharge from the peg tube stoma with a painful hardening (marble) above the peg stoma. The patient was treated with unknown antibiotics for one week. The patient was instructed to clean the stoma and the fixation plate once a day with chlorhexidine in alcohol 70%, apply zinc oxide oil to the surrounding skin against the effects of moisture/gastric juice. The device disposition was not reported.